Event description:
During an atrial fibrillation (af) ablation procedure, a faradrive steerable sheath clear was selected for use. While advancing the sheath, an inferior vena cava (ivc) filter became dislodged. When advancing the faradrive sheath to go transseptal, the filter got stuck on the sheath and dislodged to right atrium. The vascular surgery team was consulted and successfully retrieved the filter through the neck. The procedure was aborted, and the patient was hospitalized. The patient is expected to fully recover. The sheath is not expected to be returned due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation (af) ablation procedure, a faradrive steerable sheath clear was selected for use. While advancing the sheath, an inferior vena cava (ivc) filter became dislodged. When advancing the faradrive sheath to go transseptal, the filter got stuck on the sheath and dislodged to right atrium. The vascular surgery team was consulted and successfully retrieved the filter through the neck. The procedure was aborted, and the patient was hospitalized. The patient is expected to fully recover. The sheath is not expected to be returned due to disposal. Additional information reveals that the patient was under general anesthesia at the time of the event. The patient remained stable and asymptomatic. An interventional team was called to retrieve the device using a snare. Post-retrieval, the inferior vena cava (ivc) was examined for any tears, and no damage was found. The patient is doing okay.

Manufacturer narrative:
B5: describe event or problem - updated.